Event description:
Pump caught on fire where plug attaches to pump. Resulting fire spread to a nearby chair and some sheets. No injury resulted from fire.

Manufacturer narrative:
Visual examination of the returned pump found severe smoke damage to the left side of the pump. The power cord pump end plug has melted and part remains in the pump receptacle. The inside of the pump also has smoke damage. The most probable cause of the complaint was improper cleaning technique that allowed feeding solution or cleaning solution or cleaning solution to flow into the power receptable. Liquid in the power cord and receptacle burning. This problem has been corrected and a safety alert was mailed to the customers. This customer received the alert noticed. Alert mailed 2/94; the last time the unit was serviced by co's facility was 10/93. Customer failure to comply with the alert may have caused event. Reference MFR complaint #wt1997-1-7-20. Please note that this report may be based upon info not yet verified by co to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by co that one of its products has caused or contributed to a death or serious injury or that one of its products has malfunctioned.